Event description:
The device was used during an lobectomy. Reportedly, the instrument was difficult to open. Upon removal of the device bleeding occurred and the surgeon manually sutured to correct the condition. The hospital has reported no patient injury occurred.